Manufacturer narrative:
After cross-functional review, it was determined that the console may have been the cause for the reported placement signal issue. This is one of three related reports. This report represents the automated impella controller and other reports were submitted to represent the impella cp and introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted percutaneously into the left femoral artery in a 58-year-old male patient with a past medical history of coronary artery disease (cad) and coronary artery bypass graft (CABG) presenting with acute myocardial infarction (ami) and cardiogenic shock (csg) scai stage d on inotropes and vasopressors prior to initiation of support. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) alarmed ¿placement signal not reliable.¿ the care team tried troubleshooting for kinks in the cable or catheter and the alarm spontaneously resolved momentarily and then alarmed again. An echocardiogram was pending when the patient was transferred to another hospital. The peel away sheath had been left in place for antegrade femoro-femoral bypass for distal perfusion. When the impella and sheath were removed to transition the patient to extracorporeal membrane oxygenation (ECMO), a clot was identified between the peel away sheath and antegrade sheath. The post-procedure outcome was survived at explant. The device functioned at p-9 at 3.5 l/min with no issues. Thrombus (thrombosis) may be influenced by patient-specific factors such as critical illness and inadequate anticoagulation.

Manufacturer narrative:
Additional information has been provided in d9 and h6.